Event description:
On (B)(6) 2012 at 6:18 pm, patient¿s bg was 346 mg/dl; 50 minutes later, he bolused 4.95 units. At that time his bg was 369 mg/dl. By 8 pm, his bg read 237 mg/dl. Around midnight his bg was ¿high¿ (>500 mg/dl). He went to the ER and stayed there for 1.5 hours until he was admitted to the hospital. He was treated with bags of humarin to lower his bgs and ketones. The pod was discarded at the hospital since his bgs were not decreasing despite bolusing with it. Patient was released from the hospital at 4:30 pm on (B)(6) 2012. His bg was 125 mg/dl and 0 ketones upon discharge.

Manufacturer narrative:
The pod was discarded and therefore not returned for evaluation. We are unable to assess the product to determine if any malfunction occurred that may have caused or contributed to the patient¿s condition. The onmipod¿s user guide warns, ¿¿if you experience unexpected elevated blood glucose levels, change your pod.¿ the user guide advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day.¿ it instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill then contact a hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact a hcp immediately for guidance. The omnipod¿s user guide warns, ¿if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.¿ product lot qualification records were reviewed and found to have met all acceptance criteria.